Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the tip-up fenestrated grasper instrument to perform failure analysis (fa). Fa was able to confirm/reproduce the reported complaint. The instrument was found to have a completely fractured main tube at the distal end and at the mid shaft. The distal tip was fully detached from the main tube at the time of return. There were missing pieces of the broken main tube, but the size of the missing pieces cannot be confirmed. Inspection of the internal components revealed that the internal cables within the main tube were completely severed, consistent with the observed separation. Components adjacent to this broken main tube show damage which may indicate potential mishandling. The probable root cause is attributed to damage during use, which may result from an accidental drop of the instrument or inadvertent collisions with other instruments. Excessive side loading on the instrument can also cause the main tube wall to collapse inwards leading to cracking and subsequent breakage. Additionally, the main tube was found to be detached from the main chassis at the housing interface. The probable root cause is attributed to damage during use, which may result from an accidental drop of the instrument or inadvertent collisions with other instruments. Excessive side loading on the instrument can also cause the main tube wall to collapse inwards, causing it to crack and subsequently break. Additional observation(s) related to customer reported complaint: the proximal clevis was observed to be dislodged from the main tube interface. Loss of proper engagement between the proximal clevis and the main tube was noted, which may be associated with structural compromise of the main tube. Grip and pitch cables were completely broken form the main tube. The probable root cause is attributed accidental drops, unintended collisions with other instruments, or excessive side loading associated with the main tube failure. The instrument was found to have a broken distal pitch cable at the proximal clevis. The cable breakage was consistent with the complete detachment of the distal tip from the main tube, which would generate abrupt and excessive mechanical stress on the internal pitch actuation system. The instrument was found to have a broken distal grip cable at the proximal clevis. The fracture of the grip cable is consistent with the complete detachment of the distal tip from the main tube. The separation of the distal tip would have subjected the internal actuation cables to excessive tensile loading, resulting in overstress and subsequent cable failure.

Manufacturer narrative:
The instrument involved with this event has been received, but the failure analysis testing has not yet been completed as of the date of this report.

Event description:
It was reported that during a da vinci-assisted pulmonary lobectomy surgical procedure, the jaw of a tip-up fenestrated grasper instrument became deformed and could not be removed from the cannula. The tip-up fenestrated grasper shaft had to be cut to remove it. The procedure was completing with no reported injury. Intuitive surgical, inc. (Isi) contacted the customer and obtained the following information: the instrument was inspected before reprocessing and nothing out of the ordinary. The instrument could not be removed from cannula. The port was not increased to allow the instrument and the cannula to be removed together. No fragment fell into the patient and the procedure was completed with a backup instrument. There was no injury to the patient. There was about a 5-minute delay due to this issue. There are no photos or videos recording for isi to review. No patient demographic information was provided.